Event description:
A customer reported to baxter (B)(4) a y-type blood/solution administration set in which there was visible contamination spotted at the luer. The event occurred before use.there was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation. A visual inspection was performed and revealed dirt on the luer collar which looks like grease. Batch file review did not reveal any issues related to this complaint. The reported condition was confirmed. The root cause is not determined. This is a product not distributed in the us and does not have a 510k number.